Event description:
Philips has received a complaint about the intellivue multi-measurement module x3, indicating "speaker malfunction issues". No patient harm. An analysis was carried out on the equipment, the result was that the failure was confirmed in the equipment. It was confirmed that there was audible sound when the speaker malfunction problem was discovered. The required replacement part is 453564673831 mx_100/x3 speaker assembly. Based on the information available and the testing conducted, the cause of the reported problem was speaker malfunction. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction. It is unknown if the device was in use when the issue was discovered but no patient harm was reported.